Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient, who recently underwent a battery replacement, was seen with low output current and high lead impedance. Per the patients wife, the vns seemed to be firing continuously for 45-60 minutes, causing the patient significant discomfort. As a result, the patient taped the magnet over his generator to stop stimulation. After the patient removed the magnet to see if the continuous stimulation had stopped, the patient noted that it felt like the device had stopped stimulating altogether. The patient will have x-rays taken that will be sent to livanova for review and has been referred for surgery. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
B1 adverse event or product problem, corrected data: initial report inadvertently omitted also selecting adverse event. B2 outcomes attributed to adverse event, corrected data: initial report inadvertently omitted selecting "other serious". F10 health effect - clinical code, corrected data:initial report inadvertently omitted health effect - clinical code e2103.

Event description:
Additional information was received that the patient underwent a revision procedure, during which the lead was re-inserted into the generator. Doing so resulted in the impedance value returning to normal. No devices were explanted/replaced. No other relevant information has been received to date.